Manufacturer narrative:
Literature article citation: patil s. Clinical and radiological outomes of axial lumbar interbody fusion. Doi: 10.3928/01477447-20 101021-05. (B)(4) - pseudoarthrosis. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in the literature that that patient underwent an axial lumbar interbody fusion. Sometime post-op the patient had pse udoarthrosis at l5-s1 and underwent a revision surgery with pedicle screws and iliac bolts. No other patient complications were reported.